Manufacturer narrative:
An event regarding crack/fracture involving a trident liner was reported. The event was confirmed for trident shell malpositioning as per medical review. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: the vertical position of the acetabular component, along with the history of ¿one year ago subluxation episode¿ noted in the may 6, 2015 operative report, suggests a potential mechanism of fracture. The vertical position of the acetabular component results in superior stress concentration and the possibility of recurrent subluxation and reduction could explain the fracture mechanism. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact root cause could not be confirmed. However, a review by a clinical consultant indicated that the vertical position of the acetabular component results in superior stress concentration and the possibility of recurrent subluxation and reduction could explain the fracture mechanism. If additional information becomes available, this investigation will be reopened.

Event description:
Fracture of ceramic liner, used a trident x3 poly in revision.